Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia),") and pelvic pain ("pain") in an adult female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included condom. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hir loss"), uterine leiomyoma ("fibroids"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complication from the essure device) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, mood swings, vulvovaginal mycotic infection, bacterial vaginosis, feeling abnormal, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine leiomyoma, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received, reporter added, lot number added , events added as :- mood swings, hysterectomy (full), abnormal bleeding (vaginal,menorrhagia), infection (bladder/urinary tract/vaginal) type: yeast infection, infection (other) describe: bacterial vaginosis, psychological or psychiatric problems condition: brain fog, migraines / headaches, nausea, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight gain / loss specify: weight gain, hair loss,dyspareunia, dysmenorrhea,abdominal pain,pelvic pain,did not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia),") and pelvic pain ("pain") in an adult female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included insomnia, iron deficiency and bartholin's cyst. Concurrent conditions included condom. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hir loss"), uterine leiomyoma ("fibroids"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complication from the essure device) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, mood swings, vulvovaginal mycotic infection, bacterial vaginosis, feeling abnormal, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine leiomyoma, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was placed without difficulty bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaints update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a partial hysterectomy due to complication from the essure device). The reporter considered menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('severe menstrual bleeding/ abnormal bleeding (menorrhagia),') and pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included insomnia, iron deficiency, bartholin's cyst, hypertension, amenorrhea, pregnancy, vaginal itching and offensive vaginal discharge. Previously administered products included for an unreported indication: provera. Concurrent conditions included condom, overweight, dysfunctional uterine bleeding and fibroids. Concomitant products included atenolol, iron, medroxyprogesterone acetate (depo provera), naproxen sodium (aleve tablet) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hir loss") and vaginal infection ("infection: vaginal"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/ condition: anemia"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), feeling abnormal ("brain fog"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with metronidazole, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and underwent a partial hysterectomy due to complication from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain and genital haemorrhage had resolved and the mood swings, vulvovaginal mycotic infection, bacterial vaginosis, feeling abnormal, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine leiomyoma, dyspareunia, dysmenorrhoea, vaginal infection, depression, anxiety and anaemia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was placed without difficulty bilaterally. She did not remove essure device. She is currently planning for essure removal (discrepancy noted) current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia),") and pelvic pain ("pain") in a 45-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included insomnia, iron deficiency, bartholin's cyst and hypertension. Concurrent conditions included condom and overweight. Concomitant products included atenolol, iron and multivitamin. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain/ loss (specify which one) weight gain"), alopecia ("hir loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced anaemia ("blood or heart disorder/ condition: anemia"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), feeling abnormal ("brain fog"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), uterine leiomyoma ("fibroids") and abdominal pain ("abdominal pain"). The patient was treated with metronidazole, paracetamol (acetaminophen), surgery (underwent a partial hysterectomy due to complication from the essure device) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection, bacterial vaginosis, feeling abnormal, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine leiomyoma, dyspareunia, dysmenorrhoea, abdominal pain, vaginal infection, depression, anxiety and anaemia had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was placed without difficulty bilaterally. She did not remove essure device. She is currently planning for essure removal (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Historical condition added. Concomitant medication added. Following events: infection: vaginal, psychological or psychiatric problems: depression, mental anguish, blood or heart disorder/ condition: anemia. Outcome of event was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('severe menstrual bleeding/ abnormal bleeding (menorrhagia),') and pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included insomnia, iron deficiency, bartholin's cyst, hypertension, amenorrhea, pregnancy, vaginal itching and offensive vaginal discharge. Previously administered products included for an unreported indication: provera. Concurrent conditions included condom, overweight, dysfunctional uterine bleeding and fibroids. Concomitant products included atenolol, iron, medroxyprogesterone acetate (depo provera), naproxen sodium (aleve tablet) and vitamins nos (multivitamin). In (B)(6) 2015, the patient experienced alopecia ("hir loss") and vaginal infection ("infection: vaginal"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/ condition: anemia"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), feeling abnormal ("brain fog"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with metronidazole, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and underwent a partial hysterectomy due to complication from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain and genital haemorrhage had resolved and the mood swings, vulvovaginal mycotic infection, bacterial vaginosis, feeling abnormal, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine leiomyoma, dyspareunia, dysmenorrhoea, vaginal infection, depression, anxiety and anaemia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was placed without difficulty bilaterally. She did not remove essure device. She is currently planning for essure removal (discrepancy noted) current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('severe menstrual bleeding/ abnormal bleeding (menorrhagia),') and pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included insomnia, iron deficiency, bartholin's cyst, hypertension, amenorrhea, pregnancy, vaginal itching and offensive vaginal discharge. Previously administered products included for an unreported indication: provera. Concurrent conditions included condom, overweight, dysfunctional uterine bleeding and fibroids. Concomitant products included atenolol, iron, medroxyprogesterone acetate (depo provera), naproxen sodium (aleve tablet) and vitamins nos (multivitamin). In (B)(6) 2015, the patient experienced alopecia ("hir loss") and vaginal infection ("infection: vaginal"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/ condition: anemia"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), feeling abnormal ("brain fog"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with metronidazole, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and underwent a partial hysterectomy due to complication from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain and genital haemorrhage had resolved and the mood swings, vulvovaginal mycotic infection, bacterial vaginosis, feeling abnormal, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine leiomyoma, dyspareunia, dysmenorrhoea, vaginal infection, depression, anxiety and anaemia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was placed without difficulty bilaterally. She did not remove essure device. She is currently planning for essure removal (discrepancy noted) current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('severe menstrual bleeding/ abnormal bleeding (menorrhagia),') and pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included insomnia, iron deficiency, bartholin's cyst, hypertension, amenorrhea, pregnancy, vaginal itching and offensive vaginal discharge. Previously administered products included for an unreported indication: provera. Concurrent conditions included condom, overweight, dysfunctional uterine bleeding and fibroids. Concomitant products included atenolol, iron, medroxyprogesterone acetate (depo provera), naproxen sodium (aleve tablet) and vitamins nos (multivitamin). In (B)(6) 2015, the patient experienced alopecia ("hir loss") and vaginal infection ("infection: vaginal"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/ condition: anemia"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), feeling abnormal ("brain fog"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with metronidazole, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and underwent a partial hysterectomy due to complication from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, mood swings, vulvovaginal mycotic infection, bacterial vaginosis, feeling abnormal, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine leiomyoma, dyspareunia, dysmenorrhoea, vaginal infection, depression, anxiety and anaemia had not resolved and the pelvic pain, vaginal haemorrhage, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was placed without difficulty bilaterally. She did not remove essure device. She is currently planning for essure removal (discrepancy noted) current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received outcome of event " pain and bleeding" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.